Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. When the device was deployed, it appeared to be in perfect condition and its irrigation was working. After a few applications in the left upper pulmonary vein without any particular constraint, it was noted that there was no more irrigation. When was wanted to remove the catheter, it remained in a shape, very close to the balloon. Irrigation was tested outside the patient. It was non-functional and the catheter was no longer able to return to its initial position. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory. The irrigation was not able in basket and flower shape, and there was a kink in the flush lumen. Based on the product analysis the ar code difficult to irrigate was confirmed.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. When the device was deployed, it appeared to be in perfect condition and its irrigation was working. After a few applications in the left upper pulmonary vein without any particular constraint, it was noted that there was no more irrigation. When was wanted to remove the catheter, it remained in a shape, very close to the balloon. Irrigation was tested outside the patient. It was non-functional and the catheter was no longer able to return to its initial position. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.